Event description:
During follow up by product surveillance of an unrelated complaint, the homechoice patient (hp) stated that they were currently in the hospital for peritonitis. Additional information was received by global pharmacovigilance (gpv). Gpv contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 for further information regarding this peritonitis event. On (B)(6) 2012, the hp presented with severe abdominal pain. The hp was hospitalized for the peritonitis on (B)(6) 2012. The hp was treated with vancomycin (2grams, ip, frequency and duration not reported), fortaz (1gram, ip, frequency and duration not reported), cipro (500mg, orally, twice daily) aztreonam (500mg, IV every 8 hours, duration not reported) and gentamycin (100mg, ip, frequency and duration not reported). The hp was discharged from the hospital on (B)(6) 2012. The pdrn stated that the cause of this peritonitis event was unknown. The hp was retrained on proper aseptic technique. The hp recovered from this peritonitis event. .

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h12b02057 and h11h30056) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.